Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/12/2016 a medtronic representative, following-up at the site, instructed the site that they received the imaging system prompt for motion calibration when the system was already booted and the 2d mode present on the pendent. On 07/19/2016 a medtronic representative performed an imaging system check-out, all areas passed. The plug at the bottom of the image acquisition system (ias) was removed from the ias. After re-connecting it, issue resolved. System performed as intended.

Event description:
A medtronic representative received a report from a site that their imaging system prompted a motion calibration during normal operation. The site representative stated that the imaging system fully started after some movements, then the problem occurred. No further details regarding the behavior were provided. There was no patient present when this issue was identified.